Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, after inserting the resolution 360 clip through the biopsy port, the clip was unable to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a clip unable to deploy. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and the device had evidence of full deployment. Microscopic examination was performed, and it was found the device had evidence of full deployment. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the device was returned without the clip assembly, and it is important to mention that the presence of this component is very important to the investigation in order to analyze any problem that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, after inserting the resolution 360 clip through the biopsy port, the clip was unable to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.